Event description:
Epidural catheter placed for labor-after delivery when attempted to remove epidural catheter, it stuck. Position changed several times and attempts to remove remained difficult. On last attempt catheter came out and noted to be broken-wire did come out.